Event description:
It was reported, the bronchovideoscope had error code e-305 resulting in no image. The issue occurred during preparation for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: report number 267378 should have included the patient identifier (field a1) (B)(6) in the initial report submitted. During a follow-up with the customer the following information was obtained: the reported event occurred during a bronchoscopy procedure. The procedure was subsequently completed with a similar device (bf-h190/ serial number: unknown.). The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was no image, and a scope communication error (e315) displayed due to fluid invasion at the body control unit and scope connector. After aeration drying, the image was still distorted and ¿bloody.¿. Upon further inspection, it was observed that the insertion tube had a heavy dent/ scratches and did not pass the ring gauge. Additionally, it was observed that the bending section had a dent. It was also observed after removing the adhesive on the bending cover it was observed that the charge-coupled device shrink tube was split. It was observed that the bending section cover was stretched. Also, the glue of the bending section cover was lifting and had scratches. It was also observed that the angulation was low in the up and down directions. Lastly, the production labels need to be replaced due to lack of european union's (EU) safety conformity labeling. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified however, there is sufficient evidence that confirms this is a well-understood failure mode, and therefore individual complaint investigations are not necessary. Considerations: according to the device inspection result, water invaded control section and scope connector. Therefore, it is presumed that abnormality such as short circuit occurred in the device due to the water invasion, causing the suggested event. Feedback: it was confirmed that water invaded the device. The instructions for use (IFU) states not to attach/detach leakage tester under water during leakage test as it may result in water invasion of the device. The reprocessing manual (leakage testing of the endoscope ¿ perform the leakage test) cautions ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿. Olympus will continue to monitor field performance for this device.